Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06459, related manufacturer reference number: 2017865-2021-06460, related manufacturer reference number: 2017865-2021-06465. It was reported that the patient presented in clinic upon developing an infection post-implant. The patient's implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead were explanted. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.